Event description:
It was reported that during an ac dog bone surgery the wire became stuck inside the drill guide. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified the 3mm drill was returned stuck with the part ar-2255cg-05. Also, it shows depth scratches around the device and bent, and the flutes were chipped of the knotless ac tightrope® repair system. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instruments.